Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the guidewire not fitting through the needle is confirmed and was determined to be use related. One 21 ga bbraun introducer needle and one nitinol guidewire was returned for evaluation. An initial visual observation of the returned device revealed blood use residues throughout the introducer needle and guidewire. A bend was observed at the distal end of the guidewire. A functional test of attempting to slide the guidewire into the introducer needle revealed the guidewire did not pass through the introducer needle. A functional test of attempting to slide a non-complainant guidewire into the complainant introducer needle revealed the guidewire passed through the introducer needle with no resistance. A microscopic observation of the returned guidewire showed disjointed coils along the distal coil region of the guidewire. Mechanical damage was observed along the inside needle bevel. The distal weld tip was observed to be present along the guidewire. The guidewire should not be pulled against the needle bevel, as this may cause damage to the guidewire ultimately resulting in difficult device removal from the patient. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the guide gets stuck in the canula. This means removing everything and using another device and the patient had to be pricked again. There was no after-effects. 05/02/2025: during evaluation of the returned device, the guidewire was found to have disjointed coils.